Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 results for one patient tested on a cobas 8000 c 702 module. The patient's initial creatinine result was reported outside the laboratory. An acute kidney injury alert was issued and the patient was admitted to the hospital. The customer performed repeat testing with the patient's sample. On (B)(6) 2022 and at 17:00, the patient's initial creatinine result was 372 umol/l. On (B)(6) 2022 and at 15:34, the patient's repeat creatinine result was 83 umol/l. The creatinine reagent lot number was 585027 with an expiration date requested but not provided.

Manufacturer narrative:
The investigation found the reaction curves for qc were normal. On the date of the event, the investigation found "sample clot alarms" within the system's alarm trace. The investigation confirmed the patient's sample was centrifuged within the manufactures specifications. The investigation is ongoing.

Manufacturer narrative:
No further issues were reported by the customer. Based on the provided information, the investigation determined the issue was consistent with a system maintenance issue or an unknown preanalytical handling issue. The investigation did not identify a product problem.